Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2002. Patient alleges pain, swelling, inflammation, bone/tissue damage, lack of mobility, metal poisoning and metallosis. There has been no reported revision procedure. No further information available at this time. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-00094/00095/00161/00162).